Manufacturer narrative:
Evaluation code - force placed on the device when in use. Inspection of damage showed the shaft of the egress cannula with a piece broken off approximately 17.4 mm from the tip. The break site on the egress cannula shows a bend in the metal. Deep scratches can visually be seen on the shaft of the cannula. The drainage holes in the shaft were per specification. It is our opinion that excess force was applied to the cannula while in use which caused the bend in the shaft. The bending caused the tip of the cannula to weaken and become off center. When regular pressure was re-applied on the cannula, this caused the tip to break off. Cause: user error.

Event description:
During an arthroscopy procedure on the knee the cannula broke. It was not known to have broken until it was removed. The piece of cannula was retrieved with a forceps,. There was no major extended surgery time, approximately 20 minutes. There was no patient consequences.